Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implantation procedure, the vision was no better than before the implant. It was determined that a lasik surgery might correct the prescription of the lens. The lasik was performed approximately two months after the initial implantation resulting in no change in vision. Additional information was provided indicating that after lasik the plan was for the consumer to get prescription glasses.